Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a routine device check, far r-wave oversensing on the atrial channel was observed via segm. Programming changes were made. The patient will continue to be monitored.